Manufacturer narrative:
An event the stopcock of the hemostasis valve was not working correctly, and difficulty in flushing the delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 7f amplatzer torqvue delivery system was chosen for procedure. During device preparation, the stopcock on the hemostasis valve was not working properly and kept rotating. The connection was loose and not able to be tightened completely. The stopcock had to be manually held in place during the procedure, and it was very difficult to flush the device. No adverse patient events were reported. The patient was discharged.